Manufacturer narrative:
Tech found that the left foot end of the baseframe had detached and bent under the bed. Tech gave the account an estimate on the cost to repair this bed. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the pt was being transferred from the bed to a cat scan machine. When the pt was moved onto the cat scan machine, the left foot end of the bed leaned downward. The pt did not fall.